Manufacturer narrative:
H.6. Investigation: three photos were received by our quality team for evaluation. The three photos for this complaint were the same ones included in another complaint filed and were 20g venflon pro safety product (material number 393224). No photos of the reported 18g were received. However, upon visual inspection of the photos, needle through catheter was observed. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. Needle pierce through catheter could have occurred during the assembly process of the catheter tubing and needle or during product application when the user attempt to reinsert the needle into the catheter after partial withdrawal. The manufacturing process was reviewed. There is an automated vision inspection system that can detect and reject product not meeting the lie distance requirement. If the needle pierced through catheter in the manufacturing process, the defective part would be rejected by the automated vision inspection system as the product will not have any lie distance. It would also not be possible to use the product if the needle was pierced through catheter before use. Therefore the reported defect could had happened out of the manufacturing facilities and most probably during product application.

Event description:
It was reported that resistance was felt in the bd venflon¿ pro safety shielded IV catheter during use, and it was found that the needle had pierced through the catheter while introducing it. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: "the nurse put in the bd venflon pro safety ref 393224, and she feels resistance and pull the needle out again. Then the venflon pro safety looks like the picture that I send. Like it was cut, whether this was cut during insertion or whether it was defective prior to construction." "Then the anastasia doctor try to put in a bd venflon pro safety green ref393226, and the same thing happend again. I ask them if they where pulling the needlein and out, and they did not do that!"

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that resistance was felt in the bd venflon¿ pro safety shielded IV catheter during use, and it was found that the needle had pierced through the catheter while introducing it. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: "the nurse put in the bd venflon pro safety ref 393224, and she feels resistance and pull the needle out again. Then the venflon pro safety looks like the picture that I send. Like it was cut, whether this was cut during insertion or whether it was defective prior to construction." "Then the anastasia doctor try to put in a bd venflon pro safety green ref393226, and the same thing happened again. I ask them if they where pulling the needle in and out, and they did not do that!"